Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that during insertion the needle bent and "slashed" the catheter. As a result, it was removed and another kit was opened and placed successfully. There was a delay in treatment with no harm to the pt. There was no pt death and no pt complications were reported. The pt outcome was fine.